Event description:
It was reported that the ilet user experienced difficulty with continuous glucose monitor (cgm) connectivity earlier in the day, after which the cgm paired during a call and blood glucose readings were visible on the ilet at 377 mg/dl trending downward, with hyperglycemia attributed to missing cgm data and no manual bg entries to sustain bg run mode. Symptoms included hyperglycemia. Outcomes included delay to therapy with no hospitalization, no alerts or alarms, and no need for additional assistance. Therapy was continued on ilet without reverting to an alternative therapy. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed user-dependent interruption of automated dosing due to absent cgm data rather than a device malfunction, and normal device function once cgm connectivity was restored. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use not consistent with required cgm inputs for bg run mode.